Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer¿s reported issue. The service technician attempted to power on ventilator while connected to a known good ac adapter, ventilator would go into reset cycle. Visual inspection revealed the main flex was damaged.

Event description:
It was reported by the customer that the unit is continuously alarming and they could not be cleared. While in service, the ventilator would go into reset cycle. This reportable issue was discovered while in service, therefore there was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.